Event description:
The instrument broke during surgery when it could not be removed through the trocar. The wire came apart dislodging metal pieces. No pt injury or treatment was associated with this event. This incident occurred at a hospital who had borrowed the instrument from another hospital. Further info was not available.